Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was a connector pin observation. The analyst noted there were no setscrew marks on the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited low impedance. Diagnostic testing/troubleshooting performed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Subsequently, the rv lead was explanted.